Event description:
It was reported that the ilet pump displayed ¿connect cgm or enter bg¿ for several hours while paired with a freestyle libre 3 plus sensor, with the cgm menu initially showing stop sensor and later showing paired and connected after disconnecting and restarting. The user also received a sensor-loose alert despite the sensor being firmly adhered, and was advised the sensor could be defective if not reconnecting within 30 minutes. Symptoms included no cgm glucose readings. Outcomes included no impact on blood glucose control and no medical intervention or hospitalization. Investigation included user-guided troubleshooting and education, device-pump menu review for cgm connection status, and review of alerts. Investigation of this case revealed intermittent cgm communication or pairing failure with a potentially loose or faulty sensor. It was concluded that the event was due to a cgm connectivity issue attributable to the sensor system rather than the insulin pump.